Event description:
A report was received from an in-home device user stating that his infusion set was in use for 3 days when the cannula was removed. Upon removal, the site was tender and a bump was noticed. The bump increased in size and the device user went to his doctor, where he was prescribed a 10 day antibiotic regimen for infection. No permanent injury reported.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation. (B)(4).